Manufacturer narrative:
B5 - describe event or problem: updated as additional information was received. Corrections: d1 ¿ brand name: updated. The additional device referenced in b5 is being filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed report, additional information was received that there was minor restenosis (approximately 40 to 50%) in the proximal part of the shorter stent, more relevant stenosis (approximately 70 to 80%) in the long stent. No additional information was provided.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 two absolute pro stents (6.0x40, 6.0x120 mm) were implanted in the right superficial femoral artery. The patient was scheduled for treatment of the non-target limb on (B)(6) 2024. Since the patient mentioned mild complaints of claudication on his right (index) lower limb, this was also checked with ultrasound during the scheduled hospital visit. On (B)(6) 2024, the patient had stenosis of the study treated lesion in the 6.0x120 mm absolute pro stent found via ultrasound; stenosis was due to intimal hyperplasia in the middle of the stent. Both study stents underwent angioplasty on (B)(6) 2024. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of occlusion is listed in the absolute pro ll peripheral self-expanding stent system instructions for use as a possible complication. A conclusive cause for the reported obstruction/ occlusion and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other device referenced in b5 and d10 is being filed under a separate medwatch MFR number.